Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer encountered errors on universal surgical manipulator (usm) 2. The technical support engineer reviewed the system logs and confirmed errors 26020, 319, and 31089. The system would not let the site disable usm 2 on the restart. The tse instructed the site to power off with the power button as they were not using the system insufflator for the case. They then performed an emergency power off (epo), reseated the blue fiber cable, and powered back on. The system faulted with a 319 error on usm 2 pointing to ac_2f node 186. The site was able to disable usm 2 and continue with the procedure as a three arm system. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 3, which resolved the issue. The system was tested and verified as ready for use.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis. The reported complaint was confirmed through the field system logs, which identified a 319 error indicating carriage node missing. Visual inspection revealed corrosion on the carriage gear box and physical damage to the rolling loop. During patient side cart fixture test platform (pftp) testing, the unit failed the node check due to ac_3f being undetected, effectively replicating the field failure. Once testing was completed, the rolling loop fiber was aba tested and verified to be the source of the fault. As a result of this investigation, failure analysis concluded that the rolling loop was the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.